Event description:
It was reported that following a successful ptca treatment procedure, the ultra-thin diamond balloon catheter ruptured. The physician was attempting to expand a stent that was implanted in the iliac artery during a previous procedure. The balloon ruptured at 6 atms and became stuck inside the stent. When attempting to remove the balloon from the stent, it detached from the catheter shaft and remained inside the patient. By using a contra lateral approach, the physician was able to remove the balloon from the stent and the patient. The procedure was prolonged by three hours.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.